Event description:
Perceval valve pvs21 was indwelled on (B)(6) 2021. There was no particular abnormality in the rhythm system before the operation. It was a narrow annulus, and the annulus diameter was 19.6 mm according to preoperative CT measurement. The av block symptom appeared once during the operation, but after that, a self-pulse was observed and the operation was completed. There was no problem for 2 days after the operation. However, av block appeared once or twice on the 3rd day, and after that, it became complete av block. The patient was followed up for a while and since the rhythm did not recover, a pacemaker implantation was performed on (B)(6) 2021. Per additional information received, no device related issues were identified and no procedural factors were identified as possible contributing factor to the event. The patient recovered.

Manufacturer narrative:
Since the device remains implanted, no further investigation is possible at this time. Based on the available information, the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and nitinol stent, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer. The results confirmed that this valve and component satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release.

Event description:
Perceval valve pvs21 was indwelled on (B) (6) 2021. There was no particular abnormality in the rhythm system before the operation. It was a narrow annulus, and the annulus diameter was 19.6 mm according to preoperative CT measurement. The av block symptom appeared once during the operation, but after that, a self-pulse was observed and the operation was completed. There was no problem for 2 days after the operation. However, av block appeared once or twice on the 3rd day, and after that, it became complete av block. Followed up for a while and it did not recover, so a pacemaker implantation was performed on (B)(6) 2021.